Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a cori assisted surgery, the drill had an error message (time out). The procedure was completed with a back-up device. However, during an inspection, it was found that the drill functioned correctly without issue, and that the drill attachment was broken. Also, there is a possibility that the drill tracker had a distortion due to the broken drill attachment. Patient was not harmed beyond the reported problem.

Manufacturer narrative:
Section h3, h6: the real intelligence robotic drill attachment, part number rob10015, serial number (B)(6), used for treatment, was returned for evaluation. The reported problem was confirmed with a visual inspection. The drill attachment retaining nut was provided external to the attachment indicating it became unseated. A relationship between the reported event and the device was established. The most likely cause of this event is a drill attachment retaining nut coming loose due to vibration during use. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. A historical review concluded that the lot/ serial number reported in this event is related to a corrective/preventive action. Further investigation into the reported failure is being conducted to determine if additional escalation actions are required. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
After further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. It was determined that the issue does not meet the criteria to be reportable, since the risk for the relevant failure mode is low, and that no further actions are needed for current inventory or product in the field. Event may result in a short procedural delay and/or require use of a backup device to continue procedure. Moreover, if the device malfunction were to recur, it would not be likely to cause or contribute to a death or serious injury and, therefore, is considered not reportable pursuant to applicable regulations.